Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file review. The log file spanned approximately 6 days (01sep2021 to 07sep2021 per the timestamp). A no external power alarm activated on 02sep2021 at 09:03 due to the bus and rsoc voltages diminishing to ~0v while the device was connected to mobile power unit. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit, serial (B)(6) , was not returned for analysis. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2021-04926.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the clinic with complaints of frequent ¿connect power¿ alarms while connected to charged batteries or mpu (mobile power unit). The last time the patient was in clinic the controller was switched to backup without resolution of alarms. The event log captured random power cable disconnects on battery power throughout the log. Also noted some low voltage/no external power events while using the mpu on (B)(6) 2021 at 0903 and appeared the mpu lost total power enabling the backup battery in the controller until power was restored to the mpu. The v1.7 software should mitigate these random alarms with the added delay in triggering the audible alarm.